Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion. (B)(4).

Event description:
It was reported the case is broken. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper and lower case halves are broken; it is noted the case halves are also corroded and have rust in the battery compartment. Analysis also found the battery release, control knobs, and lcd (liquid crystal display) are contaminated. Bail covers are broken. Lead flex cover and battery flex are corroded. One pcb (printed circuit board) flex is creased. Battery contacts are compressed and contaminated. One bail is bent and one bail is missing. Battery drawer is broken and contaminated. (B)(4).